Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge leaked out of the patient line. The customer successfully loaded a new cartridge to address the event and insulin delivery was resumed. The customer's blood glucose (bg) level was over 600 mg/dl with high ketones and possible diabetic ketoacidosis. Reportedly, the customer was sick. The bg level was addressed with a manual injection and delivering insulin via the pump. At the time of report. The customer's bg level was 90 mg/dl.